Event description:
It was reported that the patient is deceased and died during the implant procedure of a cardiac resynchronization therapy w/defibrillator (crt-d) system; pulseless electrical activity was the suspected cause of death, no additional information was provided. The certificate of death was received from the funeral home and the cause of death was pulseless electrical activity due to ventricular fibrillation due to cardiogenic shock. A significant condition "contributing to the death but not resulting in the underlying cause of the primary cause" of death was ischemic cardiomyopathy. There have been no allegations against the crt-d system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.